Event description:
It was reported that prior to an unknown procedure, there was a puncture in the plastic packaging and sterility was compromised. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned inside its package. Upon visual inspection it was noted that the tyvek was ripped at the first and at the fourth quadrant. The rips were noted to be caused from the outside to the inside and evidence of dragging was observed. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. The batch record was reviewed and no anomalies were noted during the manufacturing process.